Event description:
Provider was injecting local anesthetic when one of the side tabs on the 30ml syringe (bd luer-lok tip syringe ref#: 302832 lot #: 3352922 exp: 12/31/2028) broke off and the broken plastic remaining on the syringe cut through his two gloves and into his finger.